Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited a drop in sensing, increased thresholds and increased output. A reposition would be scheduled.